Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to download) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to recognize a battery pack. The resets prevented the battery charger from being able to download the patient's data. The cause for the resets was contamination on the battery pca. Additionally the battery charger's power supply brick was defective. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a patient's battery charger/modem for further investigation. The patient reported that data was unable to be downloaded through the charger.